Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. (B)(4). Note: please see prior event with this patient in manufacturer report number 1645337-2020-14382. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown saline breast implant experienced bilateral rippling on top, and sides of breasts, post procedure. As a result, patient underwent bilateral replacements with mentor silicone implants on 1997. This report relates to the right prosthesis.